Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the dark blue wire completely cut off. Additionally, the bending angle observed insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The customer reported issue could be confirmed. Furthermore, inspection found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. Additionally, the following findings during device evaluation were noted : the drainage function deteriorates due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). Curvature collapse observed. The curved rubber adhesive part noted cracked due to an external factor the illumination lens found chipped due to an external factor (tip hit). The adhesive part of the lighting lens has peeled off due to handling. Sw1 (switch #1) noted scratched due to external factors. The watertightness of the cleaning tube mounting base noted not maintained. The air supply port (water supply pipe) found loose due to external factors. Found dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). There are scratches on the insertion part of the serpentine tube due to external factors. There are scratches on the switch box due to external factors. There are scratches on sw3 due to external factors. The suction cylinder found scraped due to an external factor. There are scratches on the operation part cover, tip body, u/d (up/down) knob ,ud ( up/down) angle fixing lever, grip, universal cord, operation part side of the universal cord part ,scope connector side of the universal cord, insertion part, rl (right/left) angle fixing knob, operation part due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " rising wire sharp ("upper wire sharpness") . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.